Manufacturer narrative:
Plant investigation has not yet been completed. A f/u report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility has reported that during treatment a blood leak occurred. Patient was alarming and pct noticed a hairline blood leak at the top of the dialyzer. Estimated blood loss was 250 ml. Patient had no adverse effects and no medical intervention was required. The patient chose to not complete treatment. Sample has been discarded.